Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device implanted on (B)(6) 2014 (device #3) to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. This emdr represents the bard device implanted on (B)(6) 2014 (device #3). Additional emdrs were submitted to represent the bard devices implanted on (B)(6) 2006 (device #1) and (B)(6) 2008 (device #2). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient had a bard/davol oval composix kugel mesh, product code 0010201, lot number 43lpd248 (device #1) implanted to repair a ventral hernia defect. On (B)(6) 2008: the patient had a bard/davol oval composix kugel mesh, product code 0010203, lot number 43jqd198 (device #2) implanted to repair a recurrent ventral hernia defect. On (B)(6) 2012: the patient underwent an additional surgery to remove the hernia mesh. On (B)(6) 2014: the patient underwent surgery for repair of a recurrent ventral hernia. A bard/davol ventrio, reference number 0010212, lot number huwd0666 (device #3) was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair a recurrent ventral hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the defendants' alleged defective mesh products.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device implanted on 01/09/2014 (device #3) to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 6 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence thereby underwent repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, e3, g1, g3, g6, h2, h6, h10 this supplemental emdr represents the bard/davol ventrio mesh (device #3). Additional supplemental emdr's were submitted to represent the bard/davol composix kugel mesh (device #1) and composix kugel mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient had a bard/davol oval composix kugel mesh, product code (B)(4), lot number 43lpd248 (device #1) implanted to repair a ventral hernia defect. (B)(6) 2008: the patient had a bard/davol oval composix kugel mesh, product code (B)(4), lot number 43jqd198 (device #2) implanted to repair a recurrent ventral hernia defect. (B)(6) 2012: the patient underwent an additional surgery to remove the hernia mesh. (B)(6) 2014: the patient underwent surgery for repair of a recurrent ventral hernia. A bard/davol ventrio, reference number (B)(4), lot number huwd0666 (device #3) was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair a recurrent ventral hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the defendants' alleged defective mesh products. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incarcerated ventral hernia thereby underwent open hernia repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿two separate hernia sacs with incarcerated contents were identified and excised. A small composix kugel mesh (device #1) was placed and sutured.¿ (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of composix kugel mesh (device #2). Per operative notes, ¿the underlying hernia sac was identified on right abdomen. A composite kugel patch (device #2) was placed circumferentially and sutured." (B)(6) 2013 - patient was diagnosed with infected mesh thereby underwent repair with removal of meshes (device #1 and device #2). Per operative notes, ¿a large amount of pus was drained from the old surgical scar. A clear pocket of serosanguineous seroma was encountered and got down to the abdominal wall, the fascia was identified, freed circumferentially and completely. No residual mesh could be identified. The repair was closed primarily with prolene sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventrio mesh (device #3). Per operative notes, ¿a large hernia sac was encountered and excised. Lysis of adhesion was completed. The defect was covered with large ventrio patch (device #3) placed deep to the abdominal wall and tacked.¿ (B)(6) 2016 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with the implant of xenmatrix ab graft (device #4) and bard flat mesh (device #5). Per operative notes, ¿small bowel and transverse colon were reduced from large defect in the abdominal wall. The defect was covered with xenmatrix mesh (device #4) in the posterior abdominal wall and sutured. The other defect was covered with a piece of bard flat mesh (device #5) and sutured." Attorney alleges that the patient had abscess, adhesions, pain, bowel/intestinal obstruction, emotional injury and hernia recurrence.